Manufacturer narrative:
The mobi-c implant was returned. The inferior endplate was found to be locked at an odd angle as reported. Evaluation of the returned mobi-c implant confirmed that the implant had no visual or functional damage. Therefore, a possible cause is over threading of the knob while initially loading the implant. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the inferior endplate of the implant was noted to be locked at an odd angle in the disc space during surgery. The implant was removed and another implant of the same size was used to complete the procedure. No patient impact was reported.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned at this time. Attempts have been made to collect additional information concerning the reported event, without responses yet. The investigation still in progress.

Event description:
Mobi-c p&f us : position incorrect, implant replaced. It was reported by sales representative that during a mobi-c surgery, surgeon inserted a mobi implant and upon fluoro shot saw that something was off as the inferior endplate was locked at an odd angle. The implant was removed and another implant was opened. The case went fine. After the case, sales representative inspected the implant and the mobi inferior endplate was locked in to the peek cartridge and wouldn¿t move. Additional information was requested.